Event description:
It was reported that the customer had a glucose check alarm on the insulin pump while riding his bike. The customer's blood glucose level was 112 mg/dl. Customer received scrolling number and then battery out limit alarm. Customer had sweat on bike ride and thinks that might have affected it. Customer stated that the alarm would not clear and the numbers started scrolling uncontrollably. Customer took the battery out of the pump and left it out. When he inserted the battery, he got a battery out limit alarm that would not clear. Customer was assisted with clearing the alarm. Troubleshooting was performed but the customer stated there was another batt out limit alarm. Customer was advised to discontinue use of the pump and revert to a back up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarm or unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.